Event description:
It was reported that during an extraction procedure, this right ventricular (rv) lead had perforated the heart wall, causing the patient to experience a pericardial effusion and blood loss. The CT surgeon performed emergency open heart surgery to repair the perforation/tear however due to the patient's blood loss, they ended up passing away on the table. No additional adverse patient effects were reported.

Event description:
It was reported that during an extraction procedure, this right ventricular (rv) lead had perforated the heart wall, causing the patient to experience a pericardial effusion and blood loss. The CT surgeon performed emergency open heart surgery to repair the perforation/tear however due to the patient's blood loss, they ended up passing away on the table. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device labeling review - review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: risk review is not required. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.